Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR submitted the evaluation method code should be b20 instead of b17. Additional information was provided in h.3. And h.11. The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported events could not be determined. The lens remains implanted. Regarding the findings of posterior capsular opacification posterior (pco), anterior capsule fibrosis (aco), phimosis, and intraocular lens (iol) rotation off-axis with company lenses, a company director of global technical customer affairs consulted with the surgeon and provided information related to the reported events. Because these findings are related to clinical outcomes, review of complaints for the reported event types is the primary investigation focus to assess for potential concerns related to anterior/posterior capsule opacification, phimosis, and lens rotation. Information was also provided that because clinical outcomes are complex with numerous potentially associated clinical and surgical factors, additional information could be discussed with the account representative, including options such as a peer-to-peer communication service called expert opinion md, that company offers at no charge. Reports of these event types have remained low and stable, with intermittent reporting as expected, based on the potential multifactorial etiology. An additional global review was conducted to look at the reported incidence for each of the above outcomes over the past 3 years. All global complaints are evaluated monthly for adverse trending, and no adverse trends were identified for these events. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
This report originally filed as 9612169-2025-00541 from mfg site cork ireland. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following cataract surgery with an intraocular lens (iol) implant procedure, the patient had dense posterior capsular opacification, grade 2 anterior capsule fibrosis and lens rotation at five weeks post operation. She also said an issue could have been caused from the company cartridge. Additional information received stating that iol rotation of 180- 10, dense pco and grade 2 acf at five weeks post operation. Patient was prescribed ophthalmic eye drop as postoperative medication containing combination of corticosteroid, broad-spectrum antibiotic and non-steroidal anti-inflammatory drug. Yag (yttrium aluminum garnet) laser capsulotomy performed. In the surgeon¿s opinion the product contribute to the event. There are two medical device reports associated with this patient. This file is for left eye.